Manufacturer narrative:
It was reported that the balloon of a 2.5x25mm 155cm saber rx balloon catheter (bc) ruptured. Therefore the device was replaced with a non cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. This was an endovascular treatment (evt) case. A non cordis balloon catheter was used initially to inflate the lesion, then a saber balloon catheter was delivered to the lesion to inflate. However it ruptured before reaching 14 atmosphere (atm). The target lesion was the anterior tibial artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep according to the instruction for use (IFU) and normally. There were no damages noted to the device packaging. There were no force used when the device was removed from the packaging. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; the maximum inflation pressure; balloon maintaining pressure during inflation; and procedural cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17603497 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. As stated in the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber balloon catheter ruptured. Therefore the device was replaced with a non cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. This was an endovascular treatment (evt) case. A non cordis balloon catheter was used initially to inflate the lesion, then a saber balloon catheter was delivered to the lesion to inflate. However it ruptured before reaching 14 atmosphere (atm). The target lesion was the anterior tibial artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep according to the instruction for use (IFU) and normally. There were no damages noted to the device packaging. There were no force used when the device was removed from the packaging. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was unknown: contrast media used; contrast to saline ratio; type and brand of inflation device used; indeflator used successfully with other devices; resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel; difficulty crossing the lesion; catheter in an acute bend; the maximum inflation pressure; balloon maintaining pressure during inflation; and procedural cd available for review.